Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while operating on a "large 350-size" breast with a monopolar curved scissors (mcs), the fixing pin was pressing the surrounding plastic and caused damage. The customer "checked the surroundings immediately after it broke, but there was no irrigation and filtered out to check the planned image and ultrasound", but no pieces were noted. The customer explained what happened to the patient and sutured it. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task was being performed at the time the issue occurred was the process of controlling bleeding. The issue was noted towards the end of the surgery. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or hard material. The instrument did not fall inside of the patient during an instrument tip collision. The fragment could not be found. The procedure was completed robotically. The instrument is available for return. The patient's information is not available for disclosure. There was no significant bleeding, and it was the final verification process before removing the specimen.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.25 mm x 1.85 mm in size. Additional common causes include improper installation or removal of the tip accessory. Additional findings: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The detached fragment was not returned with the instrument.